Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found an external insulation abrasion was noted at 14.8-15.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.0-10.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.